Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at home with her son and experienced dizziness and almost passed out. At an unspecified time of the day the son took the measurements and the blood glucose reading was 140 mg/dl and the cgm reading was low. It was reported that the alerts were always sounding off prior to the incident. The patient´s son took the patient o the hospital where she was treated with insulin injection, fluids and IV electrolyte replacement. The patient was stable and was discharged the following day. There was no documentation about the bg or cgm readings when the patient was taken to the hospital as they had removed the sensor by then. At the time of the report the patient was at home and was fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.